Event description:
It was reported that the patient was having recharging issues after falling on concrete 2-3 weeks earlier. The implantable neurostimulator (ins) "cut off" after she slipped and fell. After the fall, she laid on the ground for about 5 minutes before getting up. When the stimulation was turned on again, she felt stimulation in her ribs. It vibrated really hard causing pain but lowering the stimulation would cause her pain symptoms to return, especially in her legs. The stimulator was implanted to relieve lower back and buttock pain. She put ice and heat in the implant area to reduce the swelling, but still had trouble recharging. She wasn't getting any coupling bars and was back to using her cane. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, lot# v858749018, implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).